Event description:
It was reported that the left ventricular lead was dislodged and failed to pace. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.